Event description:
Additional information received reported that the MRI without contrast was taken on (B)(6) 2008.

Event description:
It was reported that the patient had an adjacent thoracic spinal epidural abscess which cultures grew out into (B)(6). It was stated that the entire system was explanted on (B)(6) 2008. It was indicated that it was related to implant procedure. It was added that patient resolved without sequelae on (B)(6) 2008. It was noted that an MRI without contrast was performed. It was later reported that patient had mrsa wound infection. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).